Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Pfs and medical records received. This complaint is legal. Pfs alleges infection. The patient had a liner exchanged on (B)(6) 2014 for infection with an I&d. The patient went back to the surgery on (B)(6) 2014 and had all implants removed and spacers placed for infection. The liner placed (B)(6) 2014 is not being reported as the patient was already infection. The stem removed has already been reported on (B)(4). The patient was reimplanted on (B)(6) 2014.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Patient name was updated and added doi of the cup, liner, and head.